Event description:
Procedure type: gynecology. Surgeon said his pts have experienced (2) dehiscences, (1) evisceration when using #1 looped maxon. He uses two strands and ties in the middle of the defect and it appeared that the knot came undone. Patients, are sick and often obese cancer pts. Re-operation, no further details.

Manufacturer narrative:
(B)(4).